Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015.

Event description:
A report was received that the patient has pain and heat at the pocket site which gotten worse intermittently. The physician will treat pocket pain separately and was anticipating doing a pocket revision because the patient has developed sensitivity to the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all of the patient's devices were removed due to the pain at the patient's ipg site. The cause of the patient's pain is unknown. No device malfunction was suspected. The patient was doing well post-operatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has pain and heat at the pocket site which gotten worse intermittently. The physician will treat pocket pain separately and was anticipating doing a pocket revision because the patient has developed sensitivity to the pocket site.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. It was also noted that the patient was advised that the leads and ipg were needed to be implanted inside the body.

Event description:
A report was received that the patient has pain and heat at the pocket site which gotten worse intermittently. The physician will treat pocket pain separately and was anticipating doing a pocket revision because the patient has developed sensitivity to the pocket site.